Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the reported peeled/delaminated core appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 - catalog # and lot # updated.

Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional supera device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The supera self-expanding stent system (sess) was attempted to be advanced onto the steelcore 18 guide wire when the stent system got stuck and sheared the guide wire causing the guide wire to peel. The devices were removed as a single unit. There was nothing left in the patient. Another steelcore guide wire and supera stent were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.